Manufacturer narrative:
The insulin received stuck motor error alarm loop during bolus delivery. The motor was tested outside of the unit and passed; the motor may have had an intermittent failure that was not detected during our testing. No unexpected e70 alarms noted during testing; e70 alarm was not present in alarm history screen due to overwritten history files noted. Unable to perform a21 error test due to motor error alarms noted. All buttons functioned properly; no damage to the keypad traces and the connector on the lcd board was not unlocked during our visual inspection. However, the insulin pump passed displacement test, self test, off no power test, rewind test, basic occlusion test and prime test. The operating currents were within specification. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, scratches on reservoir tube window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump alarm motor error during bolus. Customer's blood glucose at time of incident was 179 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer received motor position encoder error in alarm history. The customer was advised that we are sending replacement. The customer was asked verbally and in written form to return broken pump for analysis.